Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary artery bypass graft procedure, it was reported that two dlp aortic root cannulae with vent lines failed. The cannulae remained non-functional after activation. The first cannula, sourced from a third-party surgical pack, was inserted into the aorta, the stylet was removed, and the pump suction line was attached to the vent line, but the vent did not function. Visual inspection confirmed no kinks or obstructions in the tubing, and independent testing verified the pump suction line was working. After reattaching the line, the vent remained non-functional, leading to removal and replacement with a single-packed dlp aortic root cannula, which also failed in the same manner. Both cannulae were removed, and an alternative aortic root cannula was used successfully. No patient complications have been reported as a result of this event. Medtronic received additional information that a flow issue was observed. It appeared that there was no blood flow through the cannulae. The bypass time was prolonged by 3 to 5 minutes as a result of the event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. A syringe filled with de-ionized water was connected to the device and when it was engaged there was flow observed through the tip and the vent line. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4 unique identifier (UDI) #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.